Event description:
The customer reported that the fiber tip broke off "inside the prostate" and was retrieved with graspers at 49,496 joules during a prostate procedure. It was reported that the case was completed with a turp and that there was no patient injury. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00619).